Event description:
It was reported that the iab was inserted femorally without difficulty. After connecting the iab to the pump, the pump began to experience helium loss alarms. As a result of the alarm, the iab was removed and replaced. There were no pt complications.